Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) was noted during impedance measurements.

Event description:
It was reported that t-wave oversensing (twos) was observed during lead impedance measurements. The physician chose to continue monitoring the patient and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.